Manufacturer narrative:
The product was not returned for evaluation; it was discarded at hospital. A review of the manufacturing records could not be done without a lot number. No actions will be taken at this time.

Event description:
It was reported that this patient expired after the use of a swan-ganz catheter. This information was presented at the (B)(6). The patient was taken to hospital by ambulance due to acute anterior wall myocardial infarction. Intracoronary stenting was conducted. The swan-ganz catheter was inserted and the patient was taken to ICU. Pulmonary artery pressures fluctuated and the catheter was repositioned on the third post-operative day. This led to gross hemoptysis approximately 5 to 10 minutes after the repositioning. "Intubation and insertion of percutaneous cardio pulmonary support (pcps) was conducted due to cardiac arrest after hemorrhagic shock. Open heart surgery was operated for hemostasis and resected right inferior lobe. But disseminated intravascular coagulation (dic) was complicated and not recovered. The patient passed away. The lacerated wound on right bronchial artery was found by pathological findings and considered that damage of pulmonary artery by swan-ganz catheter. The physician commented the catheter tip was inserted too deeply into pulmonary artery by x-ray finding." The reporter noted that there was no actual malfunction of the swan-ganz catheter.